Event description:
It was reported that some time post port placement via the right internal jugular vein, the catheter was allegedly fractured. It was further reported that anticancer agent allegedly leaked into the subcutaneous tunnel. Reportedly color tone of the patient's skin changed. Port system was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as a serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement via the right internal jugular vein, the catheter was allegedly fractured. It was further reported that anticancer agent allegedly leaked into the subcutaneous tunnel. Reportedly color tone of the patient's skin changed. Port system was removed and the procedure was completed using another device. The current status of the patient was unknown.

Event description:
It was reported that some time post port placement via the right internal jugular vein, the catheter was allegedly fractured. It was further reported that anticancer agent allegedly leaked into the subcutaneous tunnel. Reportedly color tone of the patient's skin changed. Port system was removed and the procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. During visual evaluation, two splits were noted on the catheter approximately 1.3cm and 7.5cm from the distal end of the cath-lock. A partial circumferential break was noted 8.2cm from the distal end of the cath-lock. Under microscopic observation, the edges of the partial circumferential break on the catheter were noted to be uneven. The surface was noted to be round and glossy. During tactical evaluation, splits and the partial circumferential break was visible throughout the catheter. During functional testing, several leaks were observed throughout the catheter while water exited the distal end upon infusion. Therefore, the investigation is confirmed for the reported fracture and fluid leak as two splits and a partial circumferential break were noted on the catheter with several leaks observed upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.